Manufacturer narrative:
Update h9. H6: c19 - a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. This complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced an inability to deploy the device, there was no expansion of the endoprosthesis, and the device was subsequently withdrawn without additional complication. The viabahn® device was returned to gore for evaluation in addition to device photos demonstrating partial deployment of the outer zipper. Engineering evaluation observed the deployment mechanism to be functional: deployment successfully continued at the knob during evaluation. Procedural use and benchtop evaluation of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The cause for the reported deployment difficulty could not be established with the available information, including evaluation of the returned device.

Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with 5 mm x 10 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat sfa paod. The viabahn device was advanced to target lesion via boston v18 wire through terumo sheath. When physician pulled out the deployment line about 30 cm, viabahn device was stuck and couldn't be deployed. Therefore, the viabahn device and sheath were removed out of patient. Another viabahn device with same size was utilized to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.